Event description:
Boston scientific received information that, during device interrogation, this implantable cardioverter defibrillator (ICD) displayed fault code 01, indicating a possible device malfunction. A boston scientific technical services (ts) representative discussed the mechanism behind the fault code. The monitoring voltage of this device was also noted to be close to safety mode, and the physician was informed that no therapy will be available. Do not resuscitate (dnr) was ordered by the physician. As of this time, this ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.